Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l70459, implanted: (B)(6) 1999, product type: catheter. Product ID 8575, lot# j12221r, implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving gablofen [2000 mcg/ml] at a daily dose of 804.1 mcg/day via intrathecal drug delivery pump. The indications for use of the pump were cerebral palsy and intractable spasticity. It was reported that the patient experienced a return of spasticity symptoms prior to the last refill. X-rays were taken to visualize the catheter, and the medication volume was compared to the expected amount during the prior refill. It was identified that the catheter was fractured. The daily dose from the pump was decreased to 400.0 mcg/day on (B)(6) 2016, and a catheter revision was performed in the operating room. It was indicated that the spinal portion of the fractured catheter was abandoned in the intrathecal space, and a new spinal segment was inserted. As of (B)(6) 2016, the issue was resolved and there was no patient injury.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, lot# l70459, implanted: (B)(6) 1999, product type catheter. Product ID 8575, lot# j12221r, implanted: (B)(6) 2006, product type catheter.

Event description:
Additional information received on (B)(6) 2017 from a healthcare professional reported patient had surgery on (B)(6) 2016. It was noted x-rays were done on (B)(6) 2016 and confirmed catheter fracture. It was noted the pump remains in tact, they did a partial removal of the 8709 catheter on (B)(6) 2016, and removed the 8575 connector piece on (B)(6) 2016. On (B)(6) 2016 patient had an office visit for refill and patient identified increased spasticity. The x-rays showed a catheter fracture, and "retained" segment. It was noted the cause of the catheter fracture was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.